Event description:
Customer reported evidence of melting/burning around the electrical contacts of this inform meter. No adverse event reported. A request was made for the return of the device, replacement was sent.